Event description:
Following repair of arnold-chiari syndrome; the site of implant leaked. Surgeon reoperated at site and found that although remnants of product were still visible; the material was nearly completely resorbed and the leakage continued. At that point; the pt was shunt to alleviate the flow of cerebral spinal fluid, pt is reported to be doing fine as of this date.